Event description:
Initial reporter indicated that since implant of the vns device, the patient reported that they are having electrical shocks in the anterior shoulder region of the left clavicle and proximately into the neck. It was reported the shocking is present when the device is on, and is precipitated with forward flexion and rotation of the head to the right, with an occasional shock that radiates into her upper abdomen in the midline that takes her breath away. Left lateral bending of the head may give a shock in her left ear. Diagnostics ran have been within normal limits. The patient is scheduled to see a surgeon for evaluation and possible surgical revision.